Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat of esophageal and gastric varices performed on (B)(6) 2025. During the procedure, it was noticed that the device could not be removed and bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the treatment of esophageal and gastric varices; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat of esophageal and gastric varices performed on (B)(6) 2025. During the procedure, it was noticed that the device could not be removed and bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the treatment of esophageal and gastric varices; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on august 17, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H2 (additional information): b5 has been updated based on the additional information received on august 17, 2025.